Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 11/dec/2025 against "lot number" "6007278" and similar malfunction codes: tubing connector detached from infusion set (cannula part/base piece), component defect-malfunction code not on list. The review confirmed that lot 6007278 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 11/dec/2025 against "lot number" criteria equal "6007278" and similar malfunction codes: tubing connector detached from infusion set (cannula part/base piece), component defect-malfunction code not on list. The count of complaints is 1. The complaints number is (B)(4). Device history record (DHR) review: the lot 6007278 was manufactured according to the work instruction (wi) version 79 and packaging in the multivac 12 on 24/may/2024 with a total of (B)(4) units. The sub-assembly of the lot 4e03161 was manufactured according to the wi version 27 and manufactured in the quickset line, on 23/may/2024, with a total of (B)(4) units. The sub-assembly of the lot 4e03179 was manufactured according to the wi version 27 and manufactured in the quickset line, on 24/may/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4e02882 was manufactured according to the wi version 41 and manufactured in the machines mp04, mp05 & mp08, on 20/may/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4e02072was manufactured according to the wi version 41 and manufactured in the machines mp04, mp05 & mp08, on 15/may/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts).

Manufacturer narrative:
E1: patient city: (B)(6), patient country: romania.

Event description:
Reference number (B)(4). Event occurred in romania. It was reported that patient faced infusion set detachment event on 27-dec-2024. The site of detachment was at site. The site of insertion was abdomen. The infusion set was in use for one day. No further information available.